Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an emergency room health care professional (hcp) was attempting to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) and was getting a message about software. The s-ICD was unable to be identified. Boston scientific technical services (ts) provided troubleshooting assistance. The outcome is unknown. The field representative was contacted and confirmed that the sales team was not contacted regarding this issue. No adverse patient effects were reported.